Event description:
During biomed testing, the device displayed a "defib fault 108" and "pacer fault 117" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.